Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced foreign matter in device cannula. The following information was provided by the initial reporter: the product is bd luer-lok¿ syringe sterile, single use, 10 ml ref: (B)(4) lot: 2319222 small amount of oil (or other liquid) on block rubber stopper inside 10cc lever lock syringes.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced foreign matter in device cannula. The following information was provided by the initial reporter: the product is bd luer-lok¿ syringe sterile, single use, 10 ml ref: 302995 lot: 2319222 small amount of oil (or other liquid) on block rubber stopper inside 10cc lever lock syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-may-2023. H6: investigation summary one sample was provided to our quality team for investigation. Fourier transform infrared spectroscopy (ftir) analysis result showed that the foreign matter on the stopper was silicone used in the manufacturing process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. A device history record review was completed for provided lot number 2319222. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced foreign matter in device cannula. The following information was provided by the initial reporter: the product is bd luer-lok¿ syringe sterile, single use, 10 ml, ref: 302995, lot: 2319222 small amount of oil (or other liquid) on block rubber stopper inside 10cc lever lock syringes.